Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).

Manufacturer narrative:
It was claimed that pressure transducer test failure during pre-use check occurred. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the issue was resolved by replacing expiratory cassette membrane. At the time when the decision was taken to report this issue the information about replaced part was unknown. The issue was reported to competent authority in abundance of caution as pressure transducer test failure may in some cases, represent a reportable event. Further received information indicated that expiratory cassette membrane was replaced which is not considered as a safety related. It is worth to note that pre-use check (puc), which should always be performed after turning on the ventilator (always before connecting the ventilator to a patient). The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse

Event description:
Manufacturer's ref. #: (B)(4).